Event description:
The customer reported a leak when using the coulter act diff analyzer. The leak was described as approximately 10 ml of fluid leaking from the front of the analyzer. The leak was not contained. The white blood cell (wbc) bath was overflowing. Beckman coulter customer technical support (cts) assisted the customer in draining and bleaching the wbc bath multiple cycles to clear any obstructions. The wbc bath was then draining and filling normally. The customer also reported hemoglobin voltage errors. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of lab coat and gloves when the event occurred. There were no reports of biohazard exposure to mucous membranes or cuts. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On 10/09/2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found the instrument operational. The cause of the leak was a clogged wbc (white blood cell) bath, which was addressed by the customer prior to the fse's arrival. The hemoglobin voltage errors were caused by the overflow of the wbc bath. The customer had adjusted the hemoglobin voltage with the assistance of customer technical support personnel to resolve the unstable hemoglobin voltage. (B)(4).